Event description:
It was reported that product performance data was reviewed and classified as t-wave oversensing. The right ventricular lead remains in use. The patient was enrolled in the shockless clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 419388, implantable pacing lead, (B)(6) 2005; 6940-52, implantable tachy lead, (B)(6) 2000. (B)(4).